Event description:
The system 7 sag saw was returned to stryker instruments for evaluation due to allegedly leaking an unknown substance during sterile processing. There was no patient involvement and no adverse consequences associated with the device.